Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with an unspecified volume of ketamine 5mg/ml and was loaded into an unspecified patient controlled analgesia (pca) pump. No specific pump programming was provided. The customer contact reported that the patient had "significant back pain requiring break through nurse administered narcotics and oral analgesics." At an unspecified time on the second day of pca therapy, it was reported that the clinician noted solution leaked from the "base of the plunger" of the vial. It was reported that the vial was replaced and the therapy was resumed. The customer contact reported that after the vial was replaced "the patient's pain was better controlled." Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.